Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level had no adverse impact. Reportedly, the continued using current pump for insulin therapy.